Event description:
It was reported a 6f angio-seal device was deployed in the right femoral artery following a diagnostic cardiac catheterization. The pt was observed for two hrs and was discharged from the hosp. One day later, a large hematoma and bleeding were present on the right side. Manual compression was applied until the paramedic arrived. The pt was observed for six hrs at the hosp. Reportedly, the pt was doing well and was discharged.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to co, the cause for the hematoma and bleeding could not be conclusively determined.